Event description:
The customer reported the dxh 800 instrument generated a hgb [hemoglobin] shift message. Quality controls were low but still within the customer's range. No erroneous results were generated in connection with the reported event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse determined excessive buildup in the hgb [hemoglobin] cuvette had caused the problem. He also found the hgb lamp voltage was abnormally high. He replaced the hgb cuvette and the hgb lamp. This resolved the issue. (B)(4).